Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered that the digital display was defected. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, digital display was missing on the high flow insufflation unit. There was no harm or user injury reported due to the event.

Event description:
The customer reported, the event did not occur, during a procedure. Which was, intended for treatment purpose. It was completed with the same device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained, from the customer and based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable event was likely caused by a faulty front panel. However, the definitive root cause of the faulty panel could not be determined. Olympus will continue to monitor field performance for this device.